Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's "two previous implants <(>&<)> the old leads are almost coming through" and the area is "bruised" and "painful". It was also reported that the "previous device would slide around" by the patient's armpit. The ipg was explanted and replaced. The old leads status is unknown. No further patient complications have been reported as a result of this event.